Manufacturer narrative:
The device history record (DHR) for lot number 18b037562 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the device history record and the sterilization documents undergo further review prior to release. A photo sample was provided for evaluation. Visual examination of the photo observed raw edges. The reason for the raw edges in the product is due to unfolded cut edges of the gauze that will protrude through the folds or edges of the folds which may mean that the sponge has come unfolded, causing the cut edges to become visible outside of the sponge. Physical samples were shared and discussed with personnel to improve quality. During the production process, the converting machine folds the sponge into the appropriate finished size after cutting the gauze at approximately 16 inches, using the required folding pattern for type of sponge. After the element has been attached, the next step is the first folding of the raw edges of the sponge, which will be the ends of the sponges. Then the sides will be folded over by 4 inches twice then the ends will be folded into thirds. The reason for this folding is to eliminate raw edges and fraying from occurring to the sponge. If the material shifts in the folding process on the sides then the possibility that raw edges will show through the gauze. Sampling plans are in place for production at the beginning, middle and ending of the lots for imperfections, fraying and loose threads. This is part of the quality check completed on every lot. The reported customer complaint is confirmed. The root cause was determined to be raw edges due to material shift during the folding process. A quality alert has been issued to heighten awareness of the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that the gauze frayed.